Event description:
It was reported that during a code the autopulse resuscitation system shut down. Customer replaced the battery and the unit displayed user advisory message ua17 (max motor on time exceeded during active operation). The customer replaced the lifeband and battery and unit displayed another user advisory message, ua02 (compression tracking error). There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not yet received the product and will be providing a supplemental report when our investigation is complete.